Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, during disassembly of the device to determine root cause, the technician observed extensive damages to the main board. The damage was not considered to be normal wear and tear but was consistent with mis-handling of the device. The main board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.